Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturer (soundway) reports that a sample of the current production was tested and no abnormalities were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint states the device does not "let oxygen pass. The oxygen flow was checked from the bottle and was only guaranteed again after replacing the nasal cannula". Alleged issue reported during a patient use. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states the device does not "let oxygen pass. The oxygen flow was checked from the bottle and was only guaranteed again after replacing the nasal cannula". Alleged issue reported during a patient use. No patient harm reported.